Manufacturer narrative:
The investigation is still pending. An additional supplemental will be sent when the investigation results are completed.

Event description:
It was reported that the device has a failure to alarm issue. The "check IV set" message displays and would not clear. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The device has not been returned to service; therefore customer¿s reported problem cannot be confirmed. The reported event of device had failure to alarm was created to document the event that the customer reported. The customer did not return the device for evaluation. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. A review of the device history record showed the device had a manufacture date of 02sep2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) did not confirm similar complaints with the same or related failure mode for this customer. Device not returned.

Event description:
It was reported that the device has a failure to alarm issue. The "check IV set" message displays and would not clear. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device has a failure to alarm issue. The "check IV set" message displays and would not clear. No additional information was provided. There was no patient involvement.